Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced widely variable blood glucose and recurrent nocturnal lows while using the ilet system, perceived the system¿s automated corrections as aggressive, and requested a factory reset with caregiver assistance; troubleshooting and education were provided, including discussion of targets and use of oral glucose, and the user later reported trending down then back in range. Symptoms included hypoglycemia. Outcomes included low and high glucose excursions without hospitalization. Investigation included technical troubleshooting, user education, and review of glucose trends. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.